Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number: (B)(4). Event occured in the united states. The patient reported experiencing infusion set issues with kinked cannulas on two separate occasions, specifically on (B)(6) 2025 and (B)(6) 2025. In both instances, the patient noticed symptoms more than 3 hours after inserting the infusion set. The infusion sets had been in use for 5 to 6 hours when the problems occurred. The insertion sites were located in the abdomen/side area. Although the specific blood glucose value was unknown, the patient's device displayed a 'high' reading. To address the elevated blood glucose levels, the patient responded by administering a correction bolus through their insulin pump. These incidents highlight the importance of regular monitoring and prompt action when using infusion sets for insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.